Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer indicated that discrepant results were generated on the architect c8000 analyzer for multiple samples. Sample 2: an initial total bilirubin result of less than 1.0 mg/dl was generated. The sample was repeated on another architect and a result of 7.9 mg/dl was generated. There was no report of impact to patient management. Patient 2: an initial calcium result of less than 2.0 mg/dl was generated. The sample was repeated on another architect and a result of 10.0 mg/dl was generated. There was no report of impact to patient management.

Manufacturer narrative:
The complaint was opened regarding multiple assay results flagged < generated by the architect c8000 analyzer. Field service (fs) resolved the issue on (B)(6) 2016 by replacing the small syringe valve tubing and manually cleaning the cuvette segments and cuvettes. Further information from the customer indicated that additional results flagged < were generated. On (B)(6) 2016 fs found a cuvette segment with a detached (unglued) bottom which allowed a cuvette to sit lower so it retained residual water after cuvette washing. The residual water diluted the reaction mixture of the following test causing false low results flagged <. Fs believes the cuvette segment was damaged during manual cleaning on (B)(6) 2016. Fs replaced the cuvette segment to resolve the issue. Customer complaint data was reviewed and no adverse trends were identified related to the small syringe valve tubing or the cuvette segment. The architect system operations manual was reviewed and was found to adequately address the issue. The complaint information reasonably suggests a malfunction of the small syringe valve tubing and cuvette segment which both appear to have been damaged during handling. However no systemic issue or product deficiency was identified.

Manufacturer narrative:
Information is being corrected as follows: the complaint was opened regarding multiple assay results flagged < generated by the architect c8000 analyzer. Field service (fs) resolved the issue on 12/03/2016 by replacing the small syringe valve tubing and manually cleaning the cuvettes. Customer complaint data was reviewed and no adverse trends were identified related to the small syringe valve tubing. The architect system operations manual was reviewed and was found to adequately address the issue. The complaint information reasonably suggests a malfunction of the small syringe valve tubing. However no systemic issue or product deficiency was identified.